Event description:
During the procedure, it is noted that an unusual buzzing and/or rattling sound was coming from the disposable device. The patient went to recovery and approximately 15 minutes later the patient return to the or for a massive bleed. The splenic artery that was sealed intra-operatively using the harmonic scalpel had opened and was one of the sources of bleeding. Another vessel in the lower abdomen was sealed with the harmonic scalpel was also bleeding.